Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. It was unknown if the patient received treatment for the event. Pd therapy was ongoing and the patient recovered from peritonitis. No additional information is available.